Event description:
It was reported that the customer reports that a line was placed on the second way (y-junction) and a chemotherapy was being infused. The connection did not hold and there was a reflux that from the needle went towards the infusion line causing leakage of cytotoxic.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Twenty-four product samples were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage / broken issues were observed. Functional testing for leak by introducing water with a syringe. Results: no leak was observed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: additional event information received (updated b5) h6: event problem and evaluation codes: updated. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 19-dec-2022: there was no consequence to the patient as the chemotherapy went back through. The fitting put pressure on the flow fitting which gave way.